Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Device met specifications relative to iipv in the logs. There were no problems found during an internal inspection of the device that would contribute to the iipv. A review of the device service history for this particular homechoice revealed the previous swap was unrelated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation of the homechoice (hc) machine, an increased intraperitoneal volume (iipv) event was found in the patient event logs. The ultrafiltration (uf) volume was 2199 milliliters (ml) during cycle 5, indicating the home patient (hp) drained 2199 ml more than their programmed fill volume of 2400 ml. This information gave a total drain volume of 4599 ml, which meets iipv criteria. No patient injury or medical intervention was reported.